Manufacturer narrative:
(B)(4). D10: cat: 00877704004 lot: 3052345 bioloxâ® option, head, xl. G2: foreign ¿ australia. H6: proposed component code: mechanical (g04)- stem. Visual examination of the provided pictures identified the explanted ceramic head and shell with bio-debris on the devices. Pictures were not provided for the stem. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided for this specific event. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately two years post-implantation, the patient underwent a hip revision due to instability. All components were revised. Attempts have been made and no further information has been provided.